Manufacturer narrative:
The product is not expected to be returned. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported the following incident on behalf of the user facility. The patient has a medical history of congenital heart defect. A rash developed at the femoral line site with the biopatch in place. The biopatch was removed and the sorbaview transparent film was left in place. The rash dissapated in a couple of days. The product is not available for return.